Event description:
Impedances unstable at device evaluation; at change out, dr found bad connection at the lead crimp. Device was removed from service. No patient complications have been reported as a result of this event.